Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead dislodged. The device settings were re-programmed, and the ra lead remains in use. It was also reported since the implantable pulse generator (ipg) settings were re-programmed the patient became symptomatic. It was also reported alleged ipg sensing issue. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated upon patient return to clinic the ra lead threshold was found to be high. The physician ordered the patient¿s device to be re-programmed and ordered an x-ray which confirmed dislodgement of the ra lead. In the intervening time the patient returned to clinic following a syncopal episode (patient fainted). The patient returned to clinic following the syncopal event, and it was perceived that the patient¿s syncopal event was not device related. In the clinic visit the patient¿s ra lead maintained high threshold but was sensing adequately through the atrial lead despite being dislodged. The physician ordered the patient returned to previous pacing mode. Sensitivity was maintained at 0.3 millivolts and the sensed p wave was 2.1 millivolts. Physician also ordered a holter monitor for the patient to review the prevalence of atrial non-capture. The patient has a healthy sinus rate so it is expected that the patient will primarily sense the atrium and track in the ventricle. No other interventions were performed. Sensitivity was maintained at 0.3 millivolts. The patient has been symptom free for the intervening time frame.